Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was implanted deep and resulted in moderate to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with no change in the pvl. Subsequently, 18 days post implant, a second valve was implanted, resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.